Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the shell with seated lock ring were returned. Insert was not returned. Lock ring was returned seated in the shell groove in the correct chamfer orientation. Lock ring was tight and would not move within the groove due to twisted deformation damage. Shell wall below the lock ring groove has visible vertical scratches. Lock ring was removed during evaluation and found to be bent, deformed, and gouged on the underside. No other damage was noted. Dimensional analysis of dimensions inspected were all in specification for the shell and lock ring. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). G2: taiwan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during implantation, the bi-polar ring was observed to be deformed, which prevented the liner from being properly assembled into the cup. It was confirmed that no further information could be provided.